Manufacturer narrative:
Follow-up #1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the black box data showed several occlusion alarms occurring due to high force. During testing, the pump successfully completed the ez prime steps. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue (cs064, occlusion). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.